Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was trying to fill the tubing on her pump, but the pump will not advance pass the fill tubing. Customer's blood glucose level was 199 mg/dl. Customer stated that she was unable to exit the preparing to prime loop. Customer was advised to hold down the act button until she receives a 2nd series of beeps and/or numbers on the display. Customer stated that she did not receive a 2nd series of beeps nor did numbers appear on the screen. Insulin pump will need to be replaced. No add'l info provided.